Event description:
It was reported that the user administered manual rapid-acting insulin injections while still connected to the ilet insulin pump, which represents an improper procedure and a usage error, and the device component was not applicable. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included user communications, interviews, and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified consistent with improper or incorrect method. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions. The event did not trigger alerts or alarms, and education was provided advising to disconnect and allow a two-hour interval before or after manual dosing when reconnecting to the ilet.